Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found via a visual inspection the cut electrode dislodged from its original location. The cut electrode was hanging out the jaws. There was no material missing. The jaw cover was found to have tearing. Tears measure from 0.024¿ to 0.091¿ in length. There are no signs of thermal damage present at the end of any tears. The jaw cover was found to be dislodged from its normal position. The pivot pin washer was covered by the jaw cover. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument had coating on the clamping jaws come loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coating issue of the first synchroseal was identified during the procedure. The surgeon coagulated approximately five times without any problems. On the sixth time, the coating of the clamping jaw almost completely came off. As the coating was still solid in one place, it could be completely removed from the patient's situs with the synchroseal.